Event description:
During review of programming and diagnostic history, it was observed that the vns patient's device was disabled during an office visit on (B)(6) /2008. The disabled device was later tested during an office visit on (B)(6) 2014 and system diagnostic results revealed high impedance (dc dc -7) and eri - yes. No patient adverse events were reported. No known surgical interventions have occurred to date. Attempts for additional relevant information have been unsuccessful to date.